Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 8 years and 10 months following the implant of the transcatheter bioprosthetic aortic valve, non-structural valve dysfunction was identified. A transthoracic echocardiogram (tte) identified a left ventricular ejection fraction of = 50% and 55% and both total regurgitation and transvalvular regurgitation were reported as severe. Five days later, a transesophageal echocardiogram (tee) identified this as a new occurrence or an increase of =2 grades of intra-prosthetic ar resulting in = severe ar. A pleural effusion was also identified. Treatment for this effusion was not reported. Ultimately, a medtronic transcatheter valve revision was required 3 days following the tee. During this revision procedure, leaflet modification via a basilica procedure was performed both for the left coronary artery (lca) and the right coronary artery (rca). A 26 mm non-medtronic transcatheter valve was implanted valve-in-valve. The angiogram noted no to trivial aortic regurgitation with the non-medtronic valve. Post dilat ation was not required.  Additionally, an unplanned percutaneous coronary intervention (pci) for pre-existing coronary disease was performed also during this valve revision procedure.